Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 345 mg/dl and a correction bolus was delivered. Pump system check with tandem technical support found air bubbles in the tubing. Customer reported not to have removed the air from the cartridge during the insulin loading process. Customer changed out the infusion set and cartridge.